Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 650 mg/dl while wearing the pod between 36 and 48 hours. The patient reports they had woken up vomiting. Symptoms reported include hyperglycemia and dehydration. The patient reports receiving a pod hazard alarm during operation of the pod. The patient removed the pod on the way to the hospital and reports having bleeding at the pod infusion site. Once at the hospital the patient was placed in the intensive care unit. The patient was diagnosed with dka as well as gastroparesis. The patient was treated with intravenous fluid, insulin, reglan and benadryl. The patient was discharged from the hospital the following day.